Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that a transesophageal echocardiogram (tee) performed by the hospital showed no flow into the inflow cannula or out from the outflow graft. As a result, the hospital made a decision to exchange the pump with another lvad. During the pump exchange procedure, it was noted that the pt had severe mitral regurgitation (mr). There was no left ventricle (lv) thrombus observed. During the surgery, dense adhesion within the pericardial space was removed around the inflow cannula/outflow graft and around the aorta/pulmonary artery. The outflow graft was found to be detached from the pump and the axis from the pump to the outflow graft was completely detached likely because the outflow arm of the pump was pointing toward the back of the pt.

Manufacturer narrative:
The pt remains stable and ongoing on lvad support with no further issue reported. The attached user facility reports (B)(4) were received from the (B)(4) registry. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.